Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest in the operating room, water could not be drained midway through the operation. It came out after a while with the syringe attached. The user refrained from using the foley catheter because the balloon inflation was asymmetrical.

Event description:
It was reported that the water could not be drained midway through the operation during a pretest in the operating room (pr# (B)(4)). The water came out after a while with the syringe attached. The user refrained from using the foley catheter because the balloon inflation was asymmetrical (pr# (B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.